Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To address the issue the stm replaced the pneumatic module assembly. The stm then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use an auto fill failure occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.